Event description:
It was reported that the reservoir of a small volume folfusor ruptured. The reporter stated that the device had been first filled with 2 ml glucose, then 50 ml fluorouracil, then again with a second dose of 50 ml fluorouracil. The rupture occurred during filling with the second dose of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.